Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the pacemaker implant site. On (B)(6) 2020, the pacemaker system was explanted and replaced. There were no adverse impact to the patient from the procedure. Related manufacturer reference number: 2017865-2020-08607, 2017865-2020-08608.